Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
This part (9030375) this was broken in a case. The broken piece was not able to be extracted from the screw and remains in the patient. The top was bent over.